Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 4/7/2021.   H6 component code: g07002 - device not returned. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure no further information is available. Date of initial surgical procedure: no further information is available. The diagnosis and indication for the initial surgical procedure? Sigmoidectomy. What were current symptoms following the index surgical procedure? Onset date? Fever and abdominal pain occured 1 week after the surgery. What are the patient comorbidities/concomitant medications? No further information is available. Product lot#? No further information is available. Were any concomitant procedures performed? No further information is available. Location and character of the pain? Abdominal pain patient symptoms manifestations (location, severity, appearance, systemic or local reaction). There was no wound infection, and the patient had an intra-abdominal abscess. Date - time of onset of abscess from the surgical procedure? 1 week after the surgery. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No further information is available. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Since the symptom appeared at night, antibiotics were administered on the next day as a treatment. It is unknown whether or not prophylactic antibiotics are administered. Were cultures performed? Results? No further information is available. Was the device removed? If so, please date and details of the re-operation. No further information is available. What is physician¿s opinion as to the etiology of or contributing factors to this event? There is a possibility that infection was promoted because the interceed was applied close to the anastomotic site. What is the patient's current status? The patient was recovered. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Product lot #? Were any concomitant procedures performed? Location and character of the pain? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction). Date - time of onset of abscess from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Was the device removed? If so, please date and details of the re-operation. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic sigmoidectomy for retroperitoneal defect on an unknown date and the absorbable adhesion barrier was used. One week after surgery, the patient experienced fever and abdominal pain. It was confirmed by diagnostic imaging that the patient had a 3 cm intra-abdominal abscess which the surgeon opined to be an organ cavity infection. Since the symptom appeared at night, antibiotics were administered on the next day, and laparoscopic drainage was performed on the next day. The patient later recovered. The surgeon further opined that there was a possibility that infection was promoted because the absorbable adhesion barrier was applied close to the anastomotic site. Additional information was requested.